Manufacturer narrative:
The reported event that screw gauge, short t2 tibia was alleged of issue (instruments - broken, deformed, worn or scratched) could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the screw gauge received showed traces of an intense and frequent use. The sleeve of the screw gauge was found to be bend and broken. The bend in the sleeve indicate application of excessive force (overload) during use or sterilization. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. The device had been in use for 14 years (manufactured 2005), so we can safely say that they had fulfilled their tasks in former surgeries as intended. In conjunction with the signs of intense use, it could be safely assumed that the device exceeded its life time. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to inadequate handling by the user combined with normal wear and tear of the device. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
The hospital reported the following event: "measurer short broken, unusable." The additional information received indicate that the event happened during an intervention, removal of a t2 nail. There was no delay and no impact on the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event : "measurer short broken, unusable."